Event description:
It was reported that the device measured out of tolerance during volume test. The event occurred during testing. The device issue was not related to physical damage/abuse. There was no delay in therapy, no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition and had a cracked door. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the expulsor was the root cause and was trimmed to manufacturing specifications. The service history review had no indication that the complaint was related to a service of the device within the review period.